Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication under a previous case from the same hospital in 2018, livanova deutschland learned that the device was cleaned per instruction for use and placed outside the operation theater. Despite attempt performed to obtain additional information about the current cleaning procedure in place at the customer site, no further detail was provided thus the root cause could not be determined.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated. The type of bacterium has not been reported to livanova. There is no known patient involvement.